Manufacturer narrative:
There is currently a pending investigation. Nova is requesting additional information and further details will be provided in a supplemental report.

Event description:
The customer reported that the statstrip meter (B)(4) scanned a patient armband incorrectly. It is picking up symbols, letters and numbers that are not on the barcode. There was no patient harm or intervention reported.

Manufacturer narrative:
The customer returned the suspected meter and patient armbands to nova for investigation. A DHR reveiw was performed on the meter and there were no abnormalities. The patient armbands were graded using a validated scanner and the quality was poor. It has been suggested to the customer to improve their armbands by upgrading to a 2d barcode based system.